Event description:
Procedure type: gynecology. According to the reporter: physician used a vlocl0316 to close vaginal cuff and 3 weeks post op there was dehiscence. The suture was hanging from the looped end. She has a video of the procedure for review as well to send along with the suture.

Manufacturer narrative:
(B)(4).